Event description:
It was reported that, "pt stated that she is experiencing a lot of squeaking. Worse in certain positions, such as: crouching or bending knee. Extremely loud when walking up and down stairs. Also, pt stated that when shifting weight, she feels a shudder or catching in the joint. Pt is not currently experiencing any pain. She feels the audible noise is getting worse than when it started. Her ortho surgeon and a 2nd opinion, both did extensive x-rays and feel it is seated extremely well."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information was requested from the pt. If it becomes available, the evaluation summary will be submitted in a supplemental report.